Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed based on the investigation of the returned complaint sample. The clear cuff was observed under magnifying camera to observe the leak and cut marks were observed on cuff upon visual inspection. As part of functional inspection, bronchial tube was inflated using calibrated endotesta for both clear and blue cuff. The bronchial blue cuff was able to maintain its pressure at 25mbar and the tracheal clear cuff was unable to maintain its pressure at 25mbar. A device history record review was performed with no relevant findings. The root cause of the complaint was undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient harm or injury, the patient status is reported as "good".

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient harm or injury, the patient status is reported as "good".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.